Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a detached downstream occlusion (dso) seal. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. However, the dso seal had visibly detached. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump did not recognize the cassette. There was no patient involvement, no patient injury was reported.